Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer will follow-up with doctor. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). After several attempts from manufacturer to contact customer on follow up call backs, customer called back on (B)(6) 2018 to report that she had contacted her doctor regarding her concern. The doctor had advised her to not test back to back and just check her blood sugar only when it is due to be tested. Doctor advised not to worry about her numbers.

Event description:
Consumer reported complaint for high blood glucose test results on replacement meter. Customer stated that she performed a blood test while fasting and obtained a result of 130 mg/dl and administered 10 units on novolog rapid acting insulin. Customer stated that she waited 15 minutes and tested again and obtained a result of 142 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 140 mg/dl. An expected non-fasting blood glucose range was not provided as customer does not test while non-fasting. Customer was advised to contact her doctor regarding her concern. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/19/2019 and open vial date is less than one month. The meter memory was reviewed for previous test result history: 251mg/dl 3/28 8:33p n/f; 142mg/dl 3/28 8:03p n/f; 130mg/dl 3/28 7:48p f; 122mg/dl 3/27 6:35p f; 89mg/dl 3/27 12:50a f; 112mg/dl 3/26 8:44p f.